Manufacturer narrative:
On 6/21/2021 , mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the saline 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture note: the patients height was 53, the weight was 150lbs. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast surgery with an unspecified saline mentor breast implant 375cc and suffered from a deflation on the left side. In addition, the patient experienced chest injury on the left side when her dog was wrestling with her. The patient experienced bilateral ptosis, right side capsular contracture. As a result, the patient had undergone removal and replacement with mentor smooth round moderate plus profile 425cc on (B)(6) 2021. This medwatch is for the right side.